Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit didn't alarm when measured fio2 value was 101%. High fio2 alarm value was set to 100%. There was no reported patient involvement.

Manufacturer narrative:
As noted by the ge field engineer, the user manual states, note the high fio2 alarm is disabled when set fio2 = 100%. " therefore, it is expected that the unit did not alarm when measured value was 101% and set value was 100%. The customer was satisfied with this information when it was provided. The issue is resolved and the initial complaint was not reportable.